Manufacturer narrative:
The patient's related medical records were requested but have not been received to date. The actual device was returned to the manufacturer for physical evaluation. A simulated treatment was performed and completed without and failures or problems. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by the user facility that the patient has developmental issues are contracted (B)(6) peritonitis from self-touch contamination. She was diagnosed on (B)(6) 2013 and given intraperitoneal antibiotics, and she is fine now. Sample available.